Event description:
It was reported that a possible premature battery depletion was noted on the device. Additionally, low pacing impedance and loss of capture were observed on the right ventricular lead. The patient presented to the clinic after feeling shortness of breath, dizziness, and fatigue. X-ray revealed that the rv lead lost slack and was slightly pulled back, and there was a possible insulation breach. The device was explanted and replaced, while the rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.